Event description:
Diamond-flex triangular liver retractor broke while in use during surgical procedure. No patient injury. Pieces of instrument removed and counted; company contacted to identify number of pieces instrument should have. X-ray also taken.